Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was out and believed that her pump did not deliver insulin and that the bolus did not delver. She said that she checked her history and that it shows that it timed out and that it did not deliver the insulin. The customer was advised that the alarm does tell them that the delivery that did not start was on the amount that was about to be delivered. She was advised to perform a self-test and the pump passed. The customer mentioned that her blood glucose did reach above 400 mg/dl and she treated with the pump because she did not have a back-up plan with her. The customer declined troubleshooting for the high blood pressure due to it getting so late. The insulin pump is not being returned for analysis.